Manufacturer narrative:
Additional information made this event unreportable. The event has been unreported and is no longer reportable medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the eri was determined to be from normal battery depletion and the battery was replaced. Additional information made this event unreportable. The event has been unreported and is no longer reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the eri was showing on the patient programmer (pp) and was flashing. A replacement was scheduled for (B)(6) 2018. It was noted the implant was non-rechargeable and she was at 2.58v. The caller alleged a dissatisfaction with the ins longevity. The patient stated she thought the depletion was premature. The patient said she had to have it at the top of the level that it would go to and the patient did not turn it off at night. No symptoms or complications were reported or anticipated.